Manufacturer narrative:
This product is not marketed in the u.s. (B)(4). Iris pigmentation, fixed semi dilated pupil, angle closure, dimness of vision, secondary surgery, yag, lens repositioning, iridectomy, anterior chamber irrigation/evacuation of remaining visco/fluids, lens explant. Work order search: no similar complaint types were reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vicmo12.6, diopter -18.00 implantable collamer lens, into the patient's right eye (od) on (B)(6) 2017. Follow up on (B)(6) 2017, the patient experienced lens rotation not associated to low vault, blurred and dimness of vision, elevated iop, iris pigmentation, fixed semi dilated pupil, cornea oedematus. Next day, the anterior chamber irrigation/evacuation of remaining visco/fluids, lens repositioning, and iridectomy was performed. Follow up on (B)(6) 2017, the patient's right eye cornea got clearer with fixed dilated atonic pupil, pigmentation in icl lens, and angle closure. The lens was explanted on (B)(6) 2017. The iop was controlled, and angles open, pupil semi dilated 4mm to 5mm. The problem was resolved. As of the date of MDR submisision the lens has not been returned.